Event description:
Upon implantation, the graft leaked blood (quantity unattainable) through its entire surface. The graft became blood-tight on its own after approx. 5-10 minutes. The graft was left in. The pt's condition is fine.